Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump intermittently shut off unexpectedly. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer reset the pump to resolve the issue. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no additional information was provided.